Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported issue has been confirmed through testing; the catheter failed the performance test due to system notice message 50005. Dissection / pressure tests revealed a guide wire lumen kink and breach at 1.40 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 occurred (the safety system has detected fluid in the catheter and stopped the injection). The catheter had not yet been inserted into the patient. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on 09/04/2014.